Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used on the dermis. On (B)(6) 2011, a wound dehiscence on the patient & apos;s back was found. The suture had broken. The patient underwent reoperation (B)(6) 2011 and an alternative suture was used. The current status of the patient is stable.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned and tested for suture knot tensile strength and the results obtained were above the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00937. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Opened packages were returned for evaluation and microscopically evaluated. They contained partially dispensed sutures, which appeared intact and undamaged. One opened package had a perforation near the middle of the top stock which appeared to come from within the package. It could not be determined if the perforation was present before the package was opened. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.